Event description:
The pt received the scs system on (B)(6) 2005. It was reported the pt is without stimulation as the pt is unable to initiate a communication between the ipg and both the charging system and the pt programmer. A replacement charging system was unable to resolve the issue. The pt is scheduled to meet with her physician in order to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.